Event description:
The following information was reported to kci by the kci representative: on (B)(6) 2015, the nurse reported that when removing the foam the wound began to bleed allegedly due to frontal vein damage. On (B)(6) 2015, the following information was reported to kci by the home health case manager: the patient was admitted to the hospital for bleeding, no additional information is available.

Manufacturer narrative:
(B)(4). Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging with hospitalization is related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response.

Event description:
On 09-aug-2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging with hospitalization is related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding.